Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During a review of the programming history database, it was determined that this generator was disabled due to error code 6 (reset code). Internal data from the generator was received and reviewed. The device history records of the generator was reviewed. The generator passed final functional tests prior to distribution. No other relevant information has been received to date.

Event description:
The explanted generator was received but product analysis is still underway.

Event description:
Additional information received noting that the patient underwent a battery replacement. The explanted generator has not been received by product analysis to date.

Event description:
Product analysis was completed on the returned generator. Other than the reboot event, no anomalies were seen, and the device performed according to functional specifications.